Event description:
During usage check in call, patient reported data not transmitting. Customer care attempted to troubleshoot by asking the patient to reboot. When the patient tried rebooting by inserting the batteries it failed to power up. The issue was not resolved. The inability to boot up indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
The returned monitor was tested and passed both isl (safety) and eit (performance) testing. The returned device passed all field return tests and inspections. The reported condition could not be replicated. There is no indication of a product malfunction. Will continue to trend for future occurrences.